Manufacturer narrative:
(B)(4). Additional information will be provided upon conclusions of the investigation.

Event description:
On (B)(6) 2018, arjohuntleigh received information about an incident related to the maxi sky 440 ceiling lift. The issue occurred in (B)(6). Following the complaint's description, the lifting strap (on which the ceiling lift was attached to the rail) suddenly unwound about 20 cm from the transmission gear causing that the patient who sat on a couch was hit in the head by the ceiling lift. As a consequence of the incident the patient sustained head hematoma which required use of a cold compress.

Manufacturer narrative:
On 20 feb 2018, arjohuntleigh received information about an incident related to the maxi sky 440 ceiling lift which occurred at hospital center limoux, in france. Following the complaint's description, the lifting strap (on which the ceiling lift was attached to the rail) suddenly unwound about 20 cm from the transmission gear causing that the patient who sat under the device on a couch was hit in the head by the device. As a consequence of the incident the patient sustained head hematoma. Neither medical intervention nor hospitalization was required, applied only a cold compress. It needs to be emphasized that, the transmission gear is responsible for providing up/down movement of the lifting strap. In case of any failure of this part during patient transfer, the device is equipped with a safety feature: an automatic emergency brake that would engage and will stop a strap from unexpected unwinding. Therefore any fall will be automatically stopped by the safety feature incorporated into the device. After the event, the device was moved through the arjohuntleigh inspection and no technical malfunction was found. The device worked according to the manufacturer's specification. What is more, the unexpected device behavior: unwinding of the ceiling lift strap could not be re-created. Despite the analysis of all collected information, we are not able to establish the root cause of the reported issue. Using the device as per its intended use and according to instructions included in the instruction for use (IFU 001.16000.33.en rev.12) should prevent an uncommanded unwinding of the lift strap. To ensure that the equipment remains within its original manufacturing specifications, the inspection of the lift should be performed at recommended intervals. For example, the technician is obligated yearly: inspect transmission, verify that the emergency brake on the drum is turning freely, perform the swl (safe working load) test. The involved device was under arjohuntleigh service contract and was serviced regularly. No problems related to the transmission gear was observed at time of the inspection. When reviewing similar reportable events registered in the last 5 years, we have not found any similar complaint related to the investigated issue. According to that, this particular complaint appears to be an isolated occurrence. Sum up, while the incident occurred the device was not being used for patient's transfer. The root cause was impossible to define despite the analysis of all collected information. The lifting strap was unwound from the transmission gear, so the maxi sky 440 ceiling lift was not up to manufacturer's specification. Complaint decided to be reportable based on the potential of serious injury if the incident would to reoccur.